Event description:
During thoracoscopy procedure two staplers were used with the scope. The first stapler's handle broke during use. The second stapler did not fire completely and did not penetrate the tissue due to the stapler failure. Pt could have had air leaks and it was decided to do a thoracotomy (open procedure).